Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported discordant, falsely depressed thyroid stimulating hormone (tsh) and free thyroxine (ft4) patient results were obtained on a dimension vista 1500 instrument. Siemens is investigating the event.

Event description:
Discordant, falsely depressed thyroid stimulating hormone (tsh) and free thyroxine (ft4) results were obtained on neonate patient samples on a dimension vista 1500 instrument. The results were reported to the physician(s). A new sample from the same patient was processed on the same instrument and a higher correct result was obtained and reported. A corrected report was issued. Due to the discordant results, the neonate was given a full endocrine workup at an alternate hospital, a synacthen test and additional tests were processed on the patient. There were no adverse health consequences due to the discordant falsely depressed tsh and ft4 results or due to the treatment.

Manufacturer narrative:
MDR 2517506-2020-00156 was filed on 18-may-2020. Additional information (27-may-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed thyroid stimulating hormone (tsh) and free thyroxine (ft4) results on a dimension vista 1500 instrument. Hsc evaluated the information provided and the instrument data files. Review of the data did not show any indication of an instrument issue. Instrument data did not show any issues with reagent aspiration, temperature fluctuations or the loci reader when testing occurred. No additional discrepant results for ft4 or tsh have been obtained by this customer on this dimension vista s/n (B)(6). This issue is limited to a single occurrence on one patient sample draw. No product problem was identified. The instrument is operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.